Event description:
As reported: reduced flow into the sfa due to occlusion after manta was deployed. It appears that manta lifted a dissection flap and reduced blood flow to the sfa. Physician tried to get a wire past. It would pass around manta and the footplate, but would only track down through a subintimal plane. Patient had to have surgical repair.

Manufacturer narrative:
A review of device history records will be conducted. A follow-up report will be issued after the investigaiton is complete.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiogram photos were submitted and reviewed by the investigations team. During review, the angiograms indicated the radiopaque lock positioned within the subintimal space. The device history record was reviewed and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure using a 34mm valve and 22f sheath, an 18f manta was deployed for closure in the right common femoral artery. The arteriotomy was 9.0mm with an area at 6.6mm due to soft plaque. No calcification, however, underappreciated soft plaque posteriorly, and a depth deployment measurement of 6.5cm + 1cm. Minor issues were encountered advancing the depth locator and were resolved once the physician dilated with a 6f sheath. Ultrasound and micro puncture were utilized to gain an access position 1.5cm above the bifurcation. The IFU warns not to use manta if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, as this may result in the 1) anchor catching on the bifurcation or being positioned incorrectly, and/or 2) collagen deposition into the vessel. Following deployment, hemostasis was under one minute, however, reduced blood flow to the superficial femoral artery was noted. The physician attempted getting a wire passed, however, the wire would only pass around the manta and anchor and track down through the subintimal plane. The surgeon was called in, performed a cut down and explanted manta. It was reported sometime during the initial procedure a dissection flap was created. Dissections are a potential sequela in large bore closure procedures. During manta deployment, the manta likely caught on the dissection plane, lifted it, formed an occlusion, reducing blood flow. Ischemia of the leg or stenosis of the femoral artery, local trauma to the femoral or iliac artery wall, such as dissection, and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention are potential adverse events related to the deployment of vascular closure devices. The IFU precautions if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis.